Event description:
It was reported that oversensing was observed on the right ventricle (rv) lead. Reprogramming was done to resolve the oversensing, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568, implantable pacing lead, (B)(6) 2000; a 4068, implantable pacing lead, (B)(6) 2000; a 4193, implantable pacing lead, (B)(6) 2003. (B)(4).